Event description:
It was reported that the patient's ipg pocket site was not healing properly. As a result, the physician re-positioned, cleaned, cauterized, and irrigated the pocket on (B)(6) 2018. Due to delayed wound healing, the patient was hospitalized and placed on IV antibiotics. Additional information revealed on (B)(6) 2018, the patient¿s wound has healed.